Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, company rep reported, pt stated, he is having issues with the down button on the infusion device. Company rep stated, pt has a busy schedule until next week and will contact pump support at that time. Company rep reported, the up button on the infusion device is working. Attempts to f/u with the pt were unsuccessful. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.